Manufacturer narrative:
All available information was investigated, and the return device analysis confirmed the separated flush port. It was observed the loctite fillet was missing during the analysis. It should be noted that in the mitraclip instructions for use, mitraclip system preparation before use, warns: "do not use the mitraclip® system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. The improper or incorrect procedure or method-(use after expiration) could not be replicated in a testing environment due to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, the reported user error is associated with the use of an expired clip delivery system (cds). The reported separated flush port appears to be due to the missing loctite fillet. The loss of or failure to bond was due to the use of the expired cds. There is no indication of product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed based on the results of the returned device analysis which noted that the flush port was observed to be separated and it was noticed that the loctite fillet was missing. It was reported that upon unpacking the clip delivery system (cds), the flush port broke/separated upon gentle manipulation. There was no patient involvement and no clinically significant delay in the procedure. Based on the results of the returned device analysis, the flush port was observed to be separated and it was noticed that the loctite fillet was missing. No additional information was provided.